Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis.

Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was inspected and a frayed cable was noticed. The instrument was noted to have worked as expected during the procedure, which was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not see any fragments fall from the device while used within the patient, and that the patient had not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.